Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of catheter damage is confirmed and was determined to be use related. One 4 fr single lumen groshong clearvue nxt catheter with a stiffening stylet inserted was returned for evaluation. An initial visual observation showed use residue throughout the sample. A bend was observed in the stylet approximately 1.1 cm proximal to its distal tip. The proximal end of the catheter was measure to be approximately 0.4 cm distal to the white flushing hub. A microscopic observation revealed a ¿c¿-shaped split in the catheter approximately 1.7 cm proximal to the distal end of the catheter. The stylet was observed to fit through the hole closely and the surface of the split was observed to be rough and granular in texture. The location and shape of the damage observed in the returned catheter are indicative a damage caused by the stylet tip; this can be caused by manipulation of the stiffening stylet within the catheter without first flushing the catheter and/or forceful insertion of the stylet and catheter against resistance. A lot history review (lhr) of recu2330 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was caught on something and could not be advanced during insertion of the catheter into the vessel. Therefore, the catheter was removed and it was found that the stylet was come out of the catheter wall. There was no reported patient injury.

Event description:
It was reported that the catheter was caught on something and could not be advanced during insertion of the catheter into the vessel. Therefore, the catheter was removed and it was found that the stylet was come out of the catheter wall. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of catheter damage is confirmed and was determined to be use related. One 4 fr single lumen groshong clearvue nxt catheter with a stiffening stylet inserted was returned for evaluation. An initial visual observation showed use residue throughout the sample. A bend was observed in the stylet approximately 1.1 cm proximal to its distal tip. The proximal end of the catheter was measure to be approximately 0.4 cm distal to the white flushing hub. A microscopic observation revealed a ¿c¿-shaped split in the catheter approximately 1.7 cm proximal to the distal end of the catheter. The stylet was observed to fit through the hole closely and the surface of the split was observed to be rough and granular in texture. The location and shape of the damage observed in the returned catheter are indicative a damage caused by the stylet tip; this can be caused by manipulation of the stiffening stylet within the catheter without first flushing the catheter and/or forceful insertion of the stylet and catheter against resistance.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not yet received.

Event description:
It was reported that the catheter was caught on something and could not be advanced during insertion of the catheter into the vessel. Therefore, the catheter was removed and it was found that the stylet was come out of the catheter wall. There was no reported patient injury.